Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2z0ts, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the lead be a little closer to the surface was determined. They were told at a follow-up that the wire was closer to the surface than they likes. When asked what steps were taken to resolve the issue the stated that no dates were issued and that they were feeling some discomfort at the site. The issue had not yet been resolved.

Event description:
Additional information was received from the patient. They reported that the cause was determined and they indicted that the lead was possibly detached, but there was no indication that this was confirmed. There were no steps to resolve the issue and it was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 978b128 (lot: va2z0ts); product type: 0200-lead; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said they didn't think they had the device programmed properly. They had to keep running to the bathroom the whole week. The issue started this past week. They kept trying to reprogram it and they think they messed it up. Walked patient through checking their settings. Patient increased the stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation was comfortable. Patient also said they saw the hcp in (B)(6) and they said everything was ok. Patient said they did see a little bump that moved. The hcp said it was the lead and it was a little closer to the surface than they liked. Since patient wasn't having a problem with the bump as of yet they wanted to leave it alone.